Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wires on the hemopro 2 separated and came apart. Nothing fell into the patient and no intervention was required. Additionally, the hemopro 2 extension cable would not connect to the hemopro 2 device. Replacement devices were used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report number: 224352-2013-01478 for the related report.